Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call to have received a failed battery test alarm after battery change. Customer's blood glucose was unknown. It was reported that customer was hospitalized due to reason unrelated to diabetes. Customer was on steroid medication which sometimes caused customer's blood glucose to rise to 700 mg/dl. After troubleshooting, customer was not able to clear alarm. Customer was advised that insulin pump would need to be replaced.